Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: the pump powered on with the returned battery cap. One error was observed in the black box on 07/28/2014 and multiple errors were observed in the alarm history. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms being duplicated. The pump case was removed and there was no evidence of moisture or loose components observed inside the pump.